Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. The introducer sheath friction lock was loaded seated distal to the pusher assembly mid-joint. The inner diameter (ID) of the introducer sheath and the outer diameter (od) of the pusher assembly mid-joint were measured within specification. The smart coil was able to be advanced out of its introducer sheath. Minimal resistance was experienced when advancing the pusher assembly mid-joint through the friction lock and no resistance was felt as the remainder of the pusher assembly advanced through the introducer sheath. Conclusions: evaluation of the returned smart coil revealed a device capable of being advanced out of its introducer sheath. Functional testing revealed the smart coil was able to advance out of its introducer sheath with minimal resistance. The introducer sheath friction lock was found distal to the pusher assembly mid-joint. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn through the introducer sheath friction lock, it is likely that resistance will be experienced upon attempting to advance the smart coil. The ID of the introducer sheath friction lock and outer diameter (od) of the pusher assembly mid-joint were measured to be within specification. Functional testing revealed the smart coil was able to advance out of its introducer sheath. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.